Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23. Warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient blood glucose level rose to 21 mmol/l (378 mg/dl). The mother reported the adhesive was no longer sticking well and the cannula dislodged. Mother put another pod on, gave bolus and levels started going down (no values provided). The pod was worn between 1 and 4 hours on the leg.

Manufacturer narrative:
The device was received and evaluated. No damages or defects were observed with the needle mechanism that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined. Also, a kink was found in the exposed portion of the soft cannula. The damage observed to the soft cannula did not prevent fluid from exiting the distal tip, and no signs of leakage were found along the fluid path. It could not be conclusively determined when the damage occurred or if it was related to the reported event. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined.